Manufacturer narrative:
Date of event: exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported via social media that the patient experienced discomfort. The patient underwent an explant procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.